Event description:
Iris retractors put in place within the eye for increase in working area for cataract removal. Cataract removed and intra-ocular implant placed. Attempt was made to remove iris retractors. Two were removed intact but two broke in process of removal. All pieces were removed. No injury to pt, but increase in operating time resulted.